Event description:
It was reported that beginning at 5,000 joules while using the surgical fiber during a prostate procedure, the fiber was observed to begin vaporizing tissue intermittently / diminished tissue vaporization and messages to clean the fiber were received. Time expended: 14:54 minutes. The case was completed using an alternate procedure (rtu/turp). Patient outcome: "no damages to the patient" - there was no injury reported.

Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture at the fiber/cap fusion zone at the bevel edge; the distal glass tip was not returned; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits moderate char. Based on the analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.